Event description:
It was reported that the wire broke on the resector. The procedure was halted. Additionally, the pt exhibited a 1 liter fluid deficit, but this was not related to the product event. No adverse pt consequences reported.